Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The reported increased intra-peritoneal volume (iipv) event was not confirmed. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device was determined to meet specifications for the reported difficulty symptom of overfill. The cause of the issue was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with feeling very full during dwell 4 of 4 on the homechoice machine(hc) and the volumes reported meeting the criteria for an iipv event. The home patient(hp) stated they drained over 4000ml into a drain bag. The technical service representative(tsr) assisted the hp to review therapy. The initial drain volume was 9ml, last fill of 0ml, total fill of 11998ml, total drain of 10,623ml, total ultrafiltration(uf) of -1361ml, cycle 3 uf of -2361ml, cycle 2 uf of 802ml, cycle 1 uf of 184ml, and 0 bypasses. There was patient involvement; however, there was no injury or medical intervention reported.